Event description:
Caller reported a malfunction on pump with a specific error code. It is unknown whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl, as the caller declined to answer. After performing a reset, the caller reloaded and resumed insulin independently before contacting technical support. The malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues occur again. Caller acknowledged and understood these instructions.